Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, it was reported that the customer's blood glucose (bg) level was 500 mg/dl with ketones. The customer did not know the reason for the high bg and reported that the issue caused vomiting. The customer addressed impacted bg with insulin pens